Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged the patient experienced a blood glucose of 795 mg/dl, with nausea, abdominal pain, and small ketones, associated with an alleged loss of prime issue. Reportedly, the patient discontinued pump therapy, and received treatment in the emergency room of insulin via injection, intravenous fluids, and other treatment by their healthcare provider. During troubleshooting with customer technical support, it was revealed the patient had a viral infection. The loss of prime issue occurred with more than one cartridge. The cartridges were being over/under cycled, were used longer than 2-3 days, and were inserted with cold insulin. The patient was educated on the loss of prime warning and cartridge use. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with use error of the cartridge.